Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported noticing air bubbles one day after filling the reservoir and stated that her blood glucose readings have been running high due to this issue. It was noted that the customer's blood glucose readings were 384 mg/dl and have come down to 360 mg/dl. No further information reported.